Event description:
It was reported that, "pt called to report that he had surgery in 2008. Has been experiencing pain and discomfort, particularly when walking up and down steps. Pain is pretty much constant upon moving. Surgeon says that the knee is loose in at least three spots. Revision is scheduled."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remains implanted. Additional info pertaining to this report was requested. If additional info becomes available, it will be submitted in a supplemental report.